Event description:
Pinnacle metal-on-metal hip implant was implanted on (B)(4) 2006, dislocated on (B)(6) 2006 and had closed reduction, then felt it slipping and popping, and it subluxed on (B)(6) 2006. Head to wear brace 24 hours a day. Had occasional right leg numbness. In 2010, there was increased pain and swelling of the hip - a fluid collection was noted and aspirated, negative for infection. In 2011, fluid collection returned and on aspiration dark fluid was noted. The hip again dislocated twice in 2011, with closed reduction. Revision done on (B)(6) 2011, and a large amount of metal stained fluid was found, consistent with metallosis debris, and a lot of metal stained tissue requiring debridement.